Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin drips were not observed to be exiting the tubing during the load fill process. Subsequently, a minimum fill notification occurred after the user filled the cartridge with 130 units of insulin during the load sequence. Customer reloaded the cartridge to resolve the issues. The customer¿s blood glucose level was 107 mg/dl.